Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 427 mg/dl at the time of incident and the current blood glucose of the patient is 427 mg/dl. Customer treated with insulin pump and manual injection. Insulin pump also had insulin flow block alarmed. Trouble shooting was declined by customer. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked alarms were noted.